Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut pro plus system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity (&) calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Based on the limited information available in this event, and without the dcs for analysis, the reported capsule buckle cannot be confirmed and the root cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve into a non-medtronic surgical valve, the valve was attempted to be deployed, but was slightly above the previous surgical valve, therefore the valve was recaptured. Upon attempts to recapture the valve, the flair edge of the capsule buckled, due to a kink in the capsule near the paddle attachments. Two recaptures were attempted, however the capsule continued to buckle. The valve was then carefully removed out of the surgical valve into the ascending aorta where it was attempted to be recaptured again. The capsule appeared to buckle. The implanting physician then pulled the partially deployed valve back into the 18 fr non-medtronic sheath, and recaptured the valve inside the sheath to successfully remove from the patient. Upon inspection of the valve outside the patient, the capsule appeared to be in good condition, and no infolds were reported. A second 23 mm valve was loaded onto a new delivery catheter system (dcs) and was successfully deployed. It was reported that there was no unusual resistance felt during loading, no misload was identified, no difficulty during insertion was reported and there was no patient anatomy abnormalities that would have contributed to the capsule buckle. No adverse patient effects were reported.